Event description:
It was reported that the patient as admitted to the hospital due to seizures. Patient had urgent generator replacement noted to be prophylactic. The explanted device has not been received for analysis to date.